Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating the issue of the device turning off by itself was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they couldn't get their patient programmer (pp) to work right. They tried in the morning, but was now shaking. It said on and ok, but they couldn't change any settings. They restated that their implant had turned off automatically 5-6 times and the last time happened about 5 days ago. On the call, it was suspected the patient was in simple mode which is why they couldn't change any settings. They said they went to their doctor's office and they couldn't get anything either other than seeing on and ok on the pp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device just turns itself off, patient did nothing different in regards to the activity level. Patient noted that the hands and legs shake considerably more. Patient called the manufacturer, a new cord and battery charger were sent thinking one might help but no.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient has woken up shaking really bad a couple of times. Twice now in the morning, the device has turned itself off. It was reviewed that a depleted ins battery would turn therapy off, but the caller denied the possibility. It was also stated the patient saw a message with a doctor on it. They did not know the specific code but they did say eri sounded familiar. No further complications were reported as a result of this event.